Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation causing a rash and hives had occurred while wearing the pod for more than 48 hours on the arm. The patient went to the hospital for the issue. The medical professional prescribed a steroid cream, steroid pills and allegra. The following was the dosage: (clobetasol, 0.05%, applied twice a day for 2 weeks. Medrol, 4 mg, started taking 6 pills per day but currently is just 1 pill per day. Allegra, 180 mg, 1 per day, until reaction dissipates.)